Event description:
It was reported that two weeks post op a realize band placement procedure, the patient returned to the surgeon's office. A fluoroscopy and radiographic imaging was performed. In addition, a culture was taken. The results were not reported. The patient was diagnosed with a port site infection. The port was removed on (B) (6), 2010 to allow the infection to heal. There were no reported patient complications. The surgeon plans to implant a new port in the next 2-3 weeks.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by contact.information unavailable, device not returned for analysis.